Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The customer reported the catheter doesn't "seem to suction well". The customer reported "I may need to take 9-10 passes, and often don't sense I'm accomplishing anything. Sometimes lung sounds clear, sometimes they don't.". Patient condition reported as "good, no adverse effects".

Manufacturer narrative:
(B)(4).

Event description:
The customer reported the catheter doesn't "seem to suction well". The customer reported "I may need to take 9-10 passes, and often don't sense I'm accomplishing anything. Sometimes lung sounds clear, sometimes they don't.". Patient condition reported as "good, no adverse effects".